Event description:
The customer reported of a leak from the sample probe of a coulter hmx hematology analyzer with autoloader and onto the counter. The customer stated that start-up had passed but latron failed and no patient samples were run. The customer was wearing personal protective equipment consisting of gloves, lab coat and eye wear and no exposure or injury was reported. No erroneous results were generated and there was no affect to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and replaced a missing screw which secures the rinse block bracket. The fse stated that without the screw, the rinse block was not extending properly. Repair was then verified per established procedures and issue was resolved.

Manufacturer narrative:
(B)(4).